Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products: 6935m, implantable tachy lead, (B)(6) 2013. A 2088tc, competitor implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of feeling diaphragmatic stimulation when sitting up. Additionally, the left ventricular (lv) lead exhibited high thresholds and was found to have dislodged. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.